Manufacturer narrative:
Additional information was received indicating that no injury resulted.

Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Measuring cable (loose contact) defective. Power supply, file clamp and test plug were not included. Test measurement and function test without error. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements. The event outcome is unknown as of this MDR evaluation.